Event description:
M.d. Attempted to remove catheter. Difficult to remove, may have heard a pop, possibly some of the catheter had been retained as the black tip was not present on the catheter. Local rep for the on q system notified. CT abdomen/pelvis done and fragment of catheter identified.